Event description:
It was reported that the patient presented to the emergency room after experiencing inappropriate shocks due to right ventricular (rv) lead dislodgement. Upon review, it was noted that the patient experienced true ventricular fibrillation as a result of the inappropriate shocks. The device successfully converted the rhythm back to sinus with an additional shock. X-ray imaging was performed and revealed that the rv, right atrium (ra) and left ventricular (lv) leads were dislodged. It was also suspected that the rv lead had loss of capture. On (B)(6) 2024 the rv, ra and lv leads were successfully explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing was normal.